Event description:
It was reported to philips healthcare that the power of the heartstart mrx was not powering on completely. There was no pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.